Manufacturer narrative:
Additional information: g1/g2- reporting contact information; h6: codes. H.6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placements.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placements.

Event description:
The following information was reported to gore: on (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. On (B)(6) 2021, a reintervention was performed (the reintervention is being captured and reported separately in case 2603). An aortic extender was deployed and it unintentionally covered 1/2 of the right renal artery, and eventually covered 3/4 of the right renal artery. A bare-metal stent was placed in the right renal artery and blood flow into the right renal artery was confirmed. The patient is being monitored.